Event description:
The customer reported the subject device exhibited a leakage from the main unit. There was no report of patient or user injury, due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from main unit) was confirmed and found to be caused by external factors. In addition to coating peeling off, service found there was a pinhole on the bending section cover and the forceps channel. The adhesive on the objective lens and the lighting lens was peeled. The adhesive on the bending section cover was chipped, the control section index was peeled, the bending angle was out of specification, the brush could not be inserted, the eyepiece body was scratched, the eyepiece body index was peeled, the eyepiece fixed ring was peeled, and the control section connection index was peeled. The bending tube and the flexible tube was crushed. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.